Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that a couple weeks ago, patient started going to the bathroom too much. When they tried to adjust the setting, they got a message saying the data had been lost and to contact the clinician.